Event description:
Report received that a patient had a hemorrhage at the vagal nerve stimulator site. This was noted in the "past medical history" section within clinic notes. Attempts have been made to contact the physician who made this note, but attempts have been unsuccessful to date. No further relevant information has been obtained.